Event description:
The ge oec uroview fluoroscopy sys had poor image quality, difficulty seeing endoscope during a procedure.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a failing image intensifier. The image intensifier was removed and replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was not reported injury or negative effect to any pt as a result of the malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.